Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported discordant patient results were obtained on multiple assays on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) evaluated the information provided. Add on tests that were processed on the wrong sample ID were from a small sample cup (ssc) which was consistent with the specimen from another tube. The event is consistent with the operator pouring the wrong sample into the ssc and placing it on the tube with the add on barcode. The cause of the event is operator error due to patient sample mix-up. No product non-conformance was identified with the assays involved or the dimension exl with lm instrument. The instrument is operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant results were obtained on multiple assays on patients' samples on a dimension exl with lm instrument. The results were reported to physician(s). The physician(s) questioned the results after a comprehensive metabolic panel (cmp) was tested on each patient and results did not match the patients' conditions. Discordant results were obtained due to a patient sample mix up error. The patient samples were reprocessed with the correct samples and corrected reports were issued. It is unknown which correct result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant results or due to the patient sample mix-up error.